Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first proglide device was successfully placed. The second proglide device was placed; however, when the lever was pushed down to the body of the device, the foot did not retract. Several attempts were done to retract the foot. An angiogram was taken and it was observed that the foot was in the open position. The handle was dismantled in an attempt to retract the foot. A cut down was performed to remove the proglide device, completed the aaa procedure and surgically sutured the artery closed. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The guide separation was confirmed. The foot retraction issue was not confirmed due to the condition of the returned device. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported foot retraction issue and difficulty to remove; however, the guide break and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The guide was separated during attempted removal. No additional information was provided.